Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was in the hospital due to an unspecified reason. The patient received an inappropriate shock on two separate occasions. Review of the data from the first episode revealed therapy was due to a decrease in amplitudes causing t-wave oversensing. The sicd was programmed in the secondary vector when the episode occurred. Testing was performed and noise was noted in the primary and secondary vectors but there was good sensing in the alternate vector. Review of the data from the second episode identified that smart pass was off and could not be programmed back on. Additionally, there was an untreated and treated episode due to t-wave oversensing. A boston scientific field representative stated that manual setup and auto setup were performed and both times smart pass was not able to turn back on. A boston scientific technical services consultant discussed that the system needs to be evaluated and provided troubleshooting techniques. The field representative went onsite for system evaluation. An error message was displayed when attempting to copy data. The issue was suspected to be due to difficulty formatting the pen drive and a new pen drive was ordered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital due to an unspecified reason. The patient received an inappropriate shock on two separate occasions. Review of the data from the first episode revealed therapy was due to a decrease in amplitudes causing t-wave oversensing. The sicd was programmed in the secondary vector when the episode occurred. Testing was performed and noise was noted in the primary and secondary vectors but there was good sensing in the alternate vector. Review of the data from the second episode identified that smart pass was off and could not be programmed back on. Additionally, there was an untreated and treated episode due to t-wave oversensing. A boston scientific field representative stated that manual setup and auto setup were performed and both times smart pass was not able to turn back on. A boston scientific technical services consultant discussed that the system needs to be evaluated and provided troubleshooting techniques. The field representative went onsite for system evaluation. An error message was displayed when attempting to copy data. The issue was suspected to be due to difficulty formatting the pen drive and a new pen drive was ordered. No adverse patient effects were reported.